Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that multiple cartridges split at the tip as the intraocular lenses (iols) were going through them during cataract surgery. There was no patient harm reported. Additional information has been requested.